Manufacturer narrative:
The patient is (B)(6) in height. An event related to patient factors involving a triathlon patella was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the physician indicated that the impingement caused by the extra bone growth around the patella was not as a result of the implants. The exact cause of the event however could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event.

Event description:
It was reported that dr. (B)(6) revised her asymmetric patella. He stated the reason for revision was ""prepitice"." She had extra bone that grew around the patella component which caused impingement with the femoral component. This had nothing to do with the implants (per dr).

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded by the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that dr. (B)(6) revised her asymmetric patella. He stated the reason for revision was "prepitice." She had extra bone that grew around the patella component which caused impingement with the femoral component. This had nothing to do with the implants (per dr).